Event description:
Additional information was received regarding the event. The patient was having l1 kyphoplasty procedure. There were no further complications reported.

Manufacturer narrative:
Additional information: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the superior vertebral endplate was not lifted and both balloons burst at 400 psi when in contact with the fracture of the superior vertebral endplate. Due to this event, another kypho pack was required. No patient complications have been reported as a result of this event.

Manufacturer narrative:
G2: the country of the event is new caledonia. G4. Please note that the involved device is not marketed in the united states; however, the device is deemed the same as the united states marketed device (product ID: kex152eb; upn: 00763000026912; 510(k) no: k123771). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.